Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for three days, blood was noted in the catheter. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 7/3/97, datascope was notified that the iab would be returned for evaluation. Event complications: none from the event - rpt'd 6/23/97. Pt current status: unk - rpt'd 6/23/97.